Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test, active current test, rewind test, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test. Pump failed sleep current test. Test p-cap locks into the reservoir compartment. No unexpected alarms occurred during testing. Pump was cut open to perform visual inspection and no moisture or physical damage to the electronic assembly. Swapping out test boards confirms failed sleep current is isolated to pcba 1. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary unable to confirm high bg. Pump did not pass the sleep current test. Problem isolated to pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Blood glucose value at the time of event was 353 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion) and manual injection. The event involved product(s) mmt-332a, mmt-396a, mmt-1880l. Troubleshooting was performed, which included checking for leaks, air bubbles, and bent cannulas in the infusion set, verifying insulin quality, reviewing pump settings (basal rates, bolus wizard) and performing the rewind or load reservoir process. No issues were identified with the infusion set, insulin, or pump programming. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional's instructions. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-396a. The customer discontinued use of the insulin pump. Mmt-1880l was returned for analysis.